Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed elevation in power and flow; however, a specific cause for the observed change in pump parameters could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events (shortness of breath, vision changes and confusion) could not be conclusively established through this evaluation. The submitted log file captured a slight elevation in pump power and estimated flow on (B)(6) 2023. Of note, this elevation was captured during a pulsatilty index (pi) event. There were no notable alarms active, and the pump appeared to have operated as intended above the low speed limit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists all adverse events which may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing increased powers and flows to 10l as well as shortness of breath, vision changes and confusion. The log files noted a couple of unstained power and flow elevations between (B)(6) 2023 and (B)(6) 2023 and a overall trend in pump power. The patient's labs look stable, their lactate dehydrogenase (ldh) was 327 and has been in the 250-350 range for the past 3 months.